Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and lead system was explanted due to the patient's infection. No additional adverse patient effects were reported. The explanted products were discarded at the facility. A new system will be implanted at a later time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and lead system was explanted due to the patient's infection. No additional adverse patient effects were reported. The explanted products were discarded at the facility. A new system will be implanted at a later time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is being filed to correct the date of event (b3), implant date (d6a), and explant date (d6b).